Event description:
Reportedly, valve explanted after 4 yrs due to calcification. Patient is end stage renal disease patient. At explant of the valve, two of the leaflets looked calcified and they are prevented from opening properly.

Manufacturer narrative:
Device not returned.